Event description:
It was reported that twelve bd plastipak¿ syringes had bent/damaged plunger rods. The following information was provided by the initial reporter, translated from (B)(6) to english: "the intermediary care unit reports that the 5ml syringes are presenting (unknown) damage in the product when taken, and are also contaminated." "There are 12 pieces damaged, they are bent in the plunger and damaged. There are no contaminated 5ml syringes."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. There are no physical samples or pictures to confirm the defect reported by the customer for this specific product and batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that twelve bd plastipak¿ syringes had bent/damaged plunger rods. The following information was provided by the initial reporter, translated from spanish to english: "the intermediary care unit reports that the 5ml syringes are presenting (unknown) damage in the product when taken, and are also contaminated." "There are 12 pieces damaged, they are bent in the plunger and damaged. There are no contaminated 5ml syringes."